Manufacturer narrative:
Cadence acknowledges this report does not meet the thirty day reporting requirements. This was unintentional. This report is being filed after it was identified as non-compliant during an internal review of our complaint files. While the actual device was not returned for evaluation, the reported needle bent was confirmed by photographic evidence. The cause of the needle bent could not be determined from the photograph.

Event description:
On (B)(6) 2011, it was reported that during a procedure the needle bent. No info was available on whether the procedure was completed. If add'l info is received, a supplemental report will be submitted.